Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that their controller showed a "8" status. The application did not trigger the controller to illuminate the navigation led. However the faulted led was also not illuminated. They confirmed that the power and communication cable were connected. The application indicated that there was no communication with the controller. The probable cause of the event was an issue with the controller. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: cable 9735546 axiem comm fusion compact h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.